Event description:
Educator was using a bard surestep foley tray 16 french for an educational video. When they went to use it there was no 10 cc syringe with sterile water. The syringe is needed to inflate the catheter balloon. The content list on the package states that it includes a 10cc syringe of sterile water.